Event description:
Customer reported via phone call that she has been experiencing high blood glucose since (B)(6) 2015. Customer stated that she has been treating with the insulin pump but one time it went up to 400 mg/dl and she treated with manual injection. Current reading is 168 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had one small air bubble, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. The cannula came out straight but there was blood in it and stated that her site looks infected. Customer was advised to change the set and contact her doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.